Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult gripper line removal requiring aspirations. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the cds was inadvertently removed from the steerable guiding catheter (sgc) before removing the gripper line. The gripper line was pulled under aspirations and was successfully removed. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that, the instructions for use of the mitraclip system instructs to remove the gripper line before removing the clip delivery system (cds). The user inadvertently removing the cds from the steerable guide catheter (sgc), causing the gripper line to remain in the sgc. All available information was investigated and the reported difficulty removing the gripper line appears to be related to the reported improper or incorrect procedure or method used by the user. There is no indication of a product quality issue with respect to manufacture, design or labeling.